Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin to fill the cartridge. Customer loaded a new cartridge to resolve the issue. There was no adverse impact the customer¿s blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.